Event description:
While wearing the external equipment, the pt reportedly experiences sound quality issues. Programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. The pt reported that the doctor indicated that there was a protuberance near the implant site. Surgery to explant the pt's device will be scheduled.